Manufacturer narrative:
(B)(4). Investigation: the complaint device was not returned. No information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the alleged injuries. There is no evidence to suggest that the product was not manufactured to specifications. Investigation will be reopened if additional information becomes available. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that "patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) medical center- (B)(6) by dr. (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Date of event) requested but not provided. Catalog and lot # was requested but not provided. (B)(4). The event is currently under investigation.

Event description:
It is alleged that "patient received a cook gunther tulip on (B)(6) 2007 at (B)(6)". It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
Additional information: (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating device is unable to be retrieved, fatigue, altered diet. Cook will reopen its investigation if further information is received. Unknown if the reported fatigue and altered diet is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/20/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right femoral vein due to dvt after motorcycle accident. Plaintiff is alleging device is unable to be removed, fatigue, and altered diet.